Manufacturer narrative:
Hw23726 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw23726; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information indicates that the patient required chronic oral antibiotic therapy and was readmitted on (B)(6) 2016 and received one (1) week of IV cefepime. Patient readmitted on (B)(6) 2017 and received one (1) week of IV cefepime. Patient readmitted on (B)(6) 2017 and treated with topical gentamycin drops with dressing changes. Patient has chronic pseudomonas aeruginosa (psar) driveline infection not resolved. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information indicates that the patient's white blood count was 8.0 on admission. Cultures of the patient's driveline exit site were positive for pseudomonas aeruginosa, morganella morganii and corynebacterium. The patient was treated with intravenous cefepime (in addition to previously reported antibiotics) and surgical debridement. Additional post-discharge regime also included the use of tobramycin drops applied to the driveline (dl) exit site. As of the date of this report, the patient is stable and has not required re-admissions for infection. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline cable remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient who had not been non compliant with follow ups was seen in the clinic on (B)(6) 2016. The driveline was found to have copious amounts of purulent drainage with foul odor. A CT of chest and abdomen were performed and found no abscess. The patient was admitted for IV antibiotics and wound debridement. Blood cultures were negative. The patient continued on oral cipro until (B)(6) 2016 and IV zosyn was added and stopped on (B)(6) 2016.  On (B)(6) 2016, patient was started on cefepime IV every 8 hours. On (B)(6) 2016, the patient was taken to the operating room (or) and had driveline exploration, debridement, washout and packing. The or specimen was positive for streptococcus pneumoniae (psar). On (B)(6) 2016,  a peripherally inserted central catheter (PICC) line was placed for home IV antibiotics. On (B)(6) 2016, the patient had a wound vac placed on the driveline. Patient reported that on (B)(6) 2016, the PICC line fell out which required rehospitalization to give IV antibiotics and placement of new PICC line. The patient was discharged on (B)(6) 2016.